Event description:
The customer reported that she was having skin irritation due to wearing the pod, so she visited after dermatologist who prescribed her with fluocinonide.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition cold have contributed to the reported dermatologist visit for pt's site irritation. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.